Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed the reported problem that the cannula mount being loose. In logs, no errors appeared. Installed the psm onto a golden system and no faults occurred. Tested the psm on a patient fixture test platform (pftp) where it failed cannula sensors check. After testing was complete, visual inspection found that a pin was missing from the cannula mount, causing it to be loose. Based on the findings, failure analysis determined that the cannula mount is the root cause of this issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that patient side manipulator (psm) #2 cannula mount was loose with an error message. The customer used the other psm arms to complete the procedure. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.